Event description:
It was reported that a faradrive steerable sheath clear was selected for use. During preparation of the sheath a leak was observed around the orange part of the sheath. The procedure was reported as completed; no patient complications occurred. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. During preparation of the sheath a leak was observed around the orange part of the sheath. The procedure was reported as completed; no patient complications occurred. The device is expected to be returned.